Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 13-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that it was difficult for the hcp to remove the 8-15 portion of the lead from the ins. No known factors led to the issue. The set screw was removed and the lead was very difficult to get out of the header block. The battery was depleted. The battery was removed and was expected to be returned for analysis. It was also difficult to re-insert the lead into a new battery. The hcp tried to clean and re-insert it with no luck. An impedance check was done after the ins was changed out and only 2 electrodes on the 8-15 lead worked. No further complications were reported.